Manufacturer narrative:
(B)(6). The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had no power evidenced by a blank display screen and no auditory tone or vibratory function. No further information was provided. Animas customer support made several attempts to contact the distributor in follow up, but was unsuccessful. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed one ¿power on reset¿ event recorded on (B)(6) 2013 in association with a cartridge change. The battery voltage just prior to the ¿power on reset¿ event was above the battery alarm warning threshold. On examination, the battery cap and battery compartment were intact without damage and the pump maintained electrical connection during testing. The pump was found to be operating within required specifications without malfunction. Investigation was not able to duplicate the allegation that the pump did not have power.